Event description:
A regional sales manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. Upon follow up with the registered nurse director, the blood leak was noted as being an internal blood leak. The leak was visually observed at the header. The machine used for the patient¿s treatment was a b braun (non-fresenius) machine. The bloodlines used for the patient¿s treatment were streamline (non-fresenius) bloodlines. It is unknown if blood leak test strips were used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were six other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A regional sales manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. Upon follow up with the registered nurse director, the blood leak was noted as being an internal blood leak. The leak was visually observed at the header. The machine used for the patient¿s treatment was a b braun (non-fresenius) machine. The bloodlines used for the patient¿s treatment were streamline (non-fresenius) bloodlines. It is unknown if blood leak test strips were used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
H3 plant investigation: there was one case returned with 12 companion dialyzer from the reported lot number sealed in a prepackaging pouch. There was no damage or irregularities visually noted on any of the dialyzers. The samples were forwarded to the quality systems (qs) laboratory for testing. Each dialyzer passed bubble point leak testing. A production records review was performed on the reported lot. During the lot history review it was noted that there were seven other complaints reported against the lot. There were three complaints from one clinic; two address an internal blood leak (no samples) and one addresses an external blood leak (no sample). There were also three complaints reported from the same clinic as the current event; one addresses an internal blood leak (no sample) and two address an external blood leak (no samples). One complaint was the no-sample investigation of the current event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A regional sales manager reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. Upon follow up with the registered nurse director, the blood leak was noted as being an internal blood leak. The leak was visually observed at the header. The machine used for the patient¿s treatment was a b braun (non-fresenius) machine. The bloodlines used for the patient¿s treatment were streamline (non-fresenius) bloodlines. It is unknown if blood leak test strips were used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available for return for physical evaluation by the manufacturer.